Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2007. The 694965 lead, implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited out of range impedance. The device was reprogrammed to exclude the lv ring. The lv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device alarmed due to the left ventricular (lv) lead exhibiting low impedances. As the lead is unipolar, the programming could not exclude the ring and was programmed lv tip to right ventricular (rv) lead coil. The alarm was disabled and the patient would be monitored. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.